Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a liberte stent delivery system (sds) with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon. The first distal row of stent struts were flared and bent. Although it was reported that the device was not used, the presence of blood and contrast media in the inflation lumen and guidewire lumen is indicative of handling beyond simply unpacking the device, as was reported. Microscopic examination revealed that the distal tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-jul-2015. It was reported that tip damaged occurred. A 2.25mm x 20mm libert stent was selected for use. During unpacking, the physician noted that the tip of the device was damaged. No patient complications were reported. However, returned device analysis revealed distal stent damage and presence of blood and contrast media in the inflation lumen and guidewire lumen which is indicative of handling beyond simply unpacking the device.